Manufacturer narrative:
Product event summary: the reported out of specification issue with the mobile programmer application was confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the time to pair between the tablet and base station was not acceptable. Several warnings of lost connection were observed and difficulties were experienced. It was also reported that the application crashed during the procedure, so the user switched to the legacy programmer/analyzer. The mobile programmer application was restarted several times, and the application was able to start and connect, but when the analyzer launched, the warnings appeared again. It was further noted that the lead analysis tasks were not able to be completed in a timely manner, and the application was unacceptable in its responsiveness. The mobile programmer application remains in use. No patient complications have been reported as a result of this event.